Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Additional information was reported that one of the cylinders was punctured from a needle stick from the prior surgery.